Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the insertion needle was separated from the sensor base. Unable to confirm the complaint due to the insertion needle was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor broke off and got stuck in the serter during insertion. The customer's blood glucose was 114 mg/dl at the time of incident. The sensor will be returned for analysis.